Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was above 500 mg/dl with large levels of ketones and nausea. It was reported the patient¿s health care provider (hcp) recommended over the phone that the patient¿s infusion site be changed and the hcp changed the pump¿s basal rates. The reporter stated there was evidence of an insulin cartridge leak and air bubbles were present in the insulin cartridge. It was reported the patient required more insulin due to puberty. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged cartridge malfunction.

Manufacturer narrative:
The device is not available for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: a retained cartridge was evaluated by product analysis on (B)(4) 2014 with the following findings: a retain sample from the same lot number was tested. No failures were observed during the cartridge lot review. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A leak test was performed with no leaks observed; no failures were observed related to the air bubble complaint. The cartridge force readings were confirmed to be within specifications. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.